Event description:
Device malfunction: detached distal guide. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the femoral artery using the perclose proglide device after an unspecified procedure. Reportedly, the distal guide detached in the artery, and was snared using the contra-lateral femoral artery. It was not specified how hemostasis was achieved. There were no other reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.